Manufacturer narrative:
The insulin pump was received with a blank display and constant tone and beeping due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. Unable to verify for sensor reading anomaly due to blank display. Pump received with minor scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
The customer called in to report that he fell into water and his insulin pump quit working. The customer stated that his insulin pump began to beep so he took the battery out and let the insulin pump dry. He also stated that the display would not clear and a constant tone is present. The customer's estimated blood glucose level was 280 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.